Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "error code 345" was unable to be reproduced due to a reload set error that occurred. A review of the event history log revealed "system error 345" messages. A service history review was performed and revealed that the device has not been serviced within the last twelve (12) months. The reported condition was verified through the event history logs but no causality was identified. The device will not be serviced as the customer requested the device be returned as is. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.